Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump passed stop current test, run current test and displacement test. The insulin pump had cracked case at the display window corners, belt clip slot, minor scratched and cracked display window.